Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator. It was reported that a flame came from the plasmablade but didn't know if generator was the cause. There was no patient involved.